Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR 2134265-2018-01887. It was reported that the device was stuck on the wire. A 6 x 150 x 130 innova¿ and a 0.035x260 magic torque¿ guidewire were selected for a balloon and stent procedure in the superficial femoral artery (sfa). During the procedure, the stent was deployed. While attempting to remove the device, the catheter became difficult to retract over the wire. The physician pulled the delivery catheter and the wire out together. There were no patient complications reported and the patient¿s condition post procedure was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). A .035 guidewire was returned with the device. The guidewire showed a kink at 89cm from the tip. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone of the device. There was no wire stuck in the device when returned. The .035 guidewire was inserted into the device and the wire transcended through the device with no hesitations or restrictions until it reached the kink where it did have difficulty transcending through the rest of the way through the device. The stent was not returned. The stuck wire was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR 2134265-2018-01887. It was reported that the device was stuck on the wire. A 6 x 150 x 130 innova¿ and a 0.035x260 magic torque¿ guidewire were selected for a balloon and stent procedure in the superficial femoral artery (sfa). During the procedure, the stent was deployed. While attempting to remove the device, the catheter became difficult to retract over the wire. The physician pulled the delivery catheter and the wire out together. There were no patient complications reported and the patient¿s condition post procedure was fine.